Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device placement procedure. According to the complainant, the port of the bolus feeding tube came off in one or two days after placement. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patients condition was reported to be "good".